Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported issue. An internal/external inspection was performed and the device passed, along with all of the electrical testing. During the evaluation, the fluid was transferred outside of the returned instrument testing evaluation (rite) specified limits and the volumetric accuracy test that followed, showed that the device had failed. The door assembly was inspected and there was found to be an insufficient amount of copper mesh. The results of the evaluation revealed the cause of the failure to be an insufficient amount of copper mesh. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice machine failed fluid volume accuracy testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.